Event description:
Manufacturer´s ref #:(B)(4).

Manufacturer narrative:
The anesthesia workstation was checked/investigated by the hospital biomedical engineers but the reported issue could not be reproduced. The patient circuit used during the reported event was discarded and the following system check out with a new patient circuit was successful. No further issues have been reported. The received device logs confirm the reported technical error code indicating an apl (adjustable pressure limit) issue and the difficulties to provide gas to the patient but we have not been able to determine the true cause of the reported event.

Event description:
It was reported that during patient treatment in manual ventilation, the anesthesia workstation generated a technical error code indicating an apl (adjustable pressure limit) issue. The anesthesia workstation failed to deliver gas to the patient. There was no patient harm. (B)(4).